Event description:
(B) (6) crm received information that this right ventricular lead dislodged. During the lead revision procedure, the lead may have been damaged by electrosurgical cautery. The lead was explanted and replaced.